Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with cephalothin, amikacin and vancomycin (intravenous, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Hospitalization was ongoing. On an unreported date, pd therapy was discontinued and eleven days after hospitalization, hemodialysis was started. No additional information is available.